Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The resistance with the guide wire was unable to be confirmed. The investigation was unable to determine a conclusive cause for the resistance with the guide wire as return analysis was unable to confirm the difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Reportedly, during a "dry run" outside of the patient anatomy, the guide wire was reinserted; however, when attempting to remove the guide wire heavy resistance was felt and the guide wire could not be removed. There was no patient involvement. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.